Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse attempted to cycle power on the internal battery, the device cycled on but the uim did not. The internal battery was found not to be charged. The fse evaluated the power supply voltage. At this time, the reported event was duplicated on battery power only. On further investigation, the device was not connected to an ac power outlet and maintained according to the battery preventative maintenance outlined in the avea operator¿s manual of the device. The fse completed the operational verification procedure (ovp), including the internal battery charged up to specifications. The fse noted that the customer failed to maintain the device to manufacturer's instructions for use, the device should be plugged into an ac outlet at all times when not in use in order to charge the internal battery. No hardware return is expected by vyaire related to this event.

Event description:
The customer reported the user interface module (uim) touch screen on this avea ventilator shut down after 15 seconds. The membrane panel leds however remained lit. The customer reported no patient issue was associated with this event.